Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had experienced hyperglycemia. The customer's blood glucose level was up to 400 mg/dl and the current blood glucose level was 120 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer stated did not mention any symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.